Event description:
The fe indicates the ups failed due to a malfunction, resulting in the no boot situation. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups battery pack was evaluated and replaced. The system was tested and found to be working as intended and returned to service.